Event description:
It was reported that the physician's programming tablet usb cable has a loose connection. Troubleshooting was performed by disconnecting and reconnecting the cable, but this did not resolve the issue. The physician was provided a new usb cable and it was reported that this resolved the issue. The loose usb cable is expected to be returned for analysis, but has not been received to date.

Event description:
Additional information was received that this report is duplicate to the report submitted in MFR. Report # 1644487-2015-03558. MFR. Report # 1644487-2015-03558 captures the investigation and findings.

Manufacturer narrative:
.